Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint as it was reported by the user. With this investigation it was not confirmed that the affected device failed to meet its specifications. There is several contradictory information in the report. Patient involvement nor harm cannot be confirmed. The most probable root cause may be a user error. As there is not a clear indication of patient harm, this complaint is preventively deemed to be reportable.

Event description:
The report from hospital say: on (B)(6) 2022, during inspection, the department found that the ventilator did not work and reported an error. The ventilator had ventilation defect and could not be used normally. Raphael made in 2009